Event description:
The customer reported the evis exera iii gastrointestinal videoscope has a, squeeze 40cm in front of the distal end. The device was returned for evaluation and during the evaluation, the following reportable malfunction was identified: foreign material was found clogged inside the air/water channel and suction channel. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The referenced device was returned to olympus and the evaluation identified foreign material inside the air/water channel and cylinder and could not be removed. The inspection also noted, the scope cover is scratched, the suction cylinder color coding is faded, the distal end cover is burned, the adhesive of the bending section cover has a crack and the connecting tube has a dent. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: it is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the suction cylinder, air/water cylinder, and air/water channel could not be identified. Olympus will continue to monitor field performance for this device.